Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during surgery on (B)(6) 2020 to explant a lead, a fragment of the lead was tangled around other leads and was left implanted. The explant of most of the lead is documented in manufacturer report number 1627487-2020-32855.